Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced high readings. The r&d root cause investigation completed: the test strips producing high control results is due to improper storage of test strips,the test strips were most likely left outside of the vial for an extended period of time, exposing the strips to heat and humidity. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 74 mg/dl. The customer's expected fasting blood glucose test result range is 98 to 120 mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Meter time and date were set correctly this morning; the blood results before (B)(6) 2016 time and date were not set up yet on the meter.

Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Note test strip-UDI #:(B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 74mg/dl. The customer's expected fasting blood glucose test result range is 98 to 120mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification,customer stores product in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is 10/22/2016. The meter memory was reviewed for previous test result history: the 162mg/dl (B)(6) 2016 06:47 am fasting: yes, the 147mg/dl (B)(6) 2016 06:05 am fasting: yes, the 154mg/dl (B)(6) 2016 09:53 pm fasting: yes, the 184mg/dl (B)(6) 2016 12:49 pm fasting: yes, the 157mg/dl (B)(6) 2016 10:38 am fasting: yes. Meter time and date were set correctly this morning; the blood results before (B)(6) 2016 time and date were not set up yet on the meter.